Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. \ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black tibial fixed impactor was broke during surgery.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this report was not returned. Follow up communication for product return was unsuccessful. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.